Manufacturer narrative:
Cine images were submitted to edwards and reviewed by an edwards physician proctor. The following observations/impressions were made: observations: the patient had severe aortic leaflet calcification, moderate calcification of the aortic root and ascending aorta, mild-moderate porcelain aorta, and no mac. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were observed to be good. The size of the bav was unable to be confirmed from the information provided. If this device is an ew 25mm balloon, images demonstrate 26mm valve would be the appropriate choice. During bav, there was only mild pvl with severe calcified leaflets. The stj was filled completely by the balloon. Post deployment, rupture is noted below the left main; left main is open. Impressions: original CT imaging is needed to determine actual measurements of the aortic annulus. Unable to confirm appropriate valve size needed from the information provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be confirmed; however, it is possible that patient factors (severe native valve/leaflet calcification) contributed to the event. In addition, it is possible that the valve was oversized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure, the patient sustained an annular rupture. The 29mm sapien xt valve was deployed in a 50:50 position, resulting in trivial paravalvular leak (pvl). Approximately 2-3 minutes post-deployment, the patient¿s blood pressures dropped and a pericardial effusion was observed on tee. A pericardiocentesis was quickly initiated, heparin was reversed and 10-15 minutes later, thrombus became visible in the left atrial appendage and then in the ventricles and aortic root. Runs of vt occurred, cardiac output dropped. Under angio the effusion was located at or near the left main trunk, likely caused by rupture or perforation of the aortic root wall at that point. The team agreed that this (B)(6) year old male was not a suitable candidate for surgical intervention. The patient passed away about half and hour post valve deployment. The annulus area measured 25mm by tee, the lvot measured 29mmx33mm with an area of 6.8cm2 by CT. The patient had moderate-severe aortic calcification, beginning in the distal ascending thoracic aorta continuing through the aortic arch and proximal descending thoracic aorta. The sinotubular junction (stj) was also noted to have had mild scattered calcification.

Manufacturer narrative:
It was clarified that the bav used was a 28mm cristal balloon. The cine images were re-reviewed given this information. Updated impressions: original CT imaging is needed to determine actual measurements and calcium pattern of the native annulus. The bav was a 28mm cristal balloon, therefore the 29mm valve was the appropriate valve size for this patient.